Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had chest pain after capsule replacement. The patient underwent bravo procedure on (B)(6) 2017 and would like to file a complaint against the hospital for not instructing patients that chest pain after capsule placement was not uncommon. The patient did bring an article stated that 50% of patients will have intermittent chest pain after the placement. The customer stated that they were not told about it and it was not stated in any of the literature that they had received. The patient had chest pain when eating on mid chest and radiated to left. There was no arm or jaw pain and did not feel otherwise except only when eating and drinking. The patient was frustrated that no one mentioned that this can occur with bravo monitor and requested to file a report. The patient was asked if she feels monitor in one week to call and the customer can get chest x-ray for the patient to see if the capsule still there. The patient was prescribed with carafate and follow up for 2 weeks to go over result. Also, ER precautions was given to patient for chest pain, shortness of breathing and palpitation. The technical support requested capsule information from the customer and advised medical advisor and also sent a customer copy of user guide for reference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received from the customer as follows; no medical intervention was required to remove the capsule. The patient reported seeing the capsule in the toilet. The capsule and the delivery device are not expected to be returned for evaluation.